Event description:
It was reported that a patient presented with an incorrect longevity measurement and shorted output stage detection (sosd)alert noted on the implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.